Manufacturer narrative:
No product is being returned for evaluation, but a lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Total shoulder replacement - the surgeon used the alexis ortho for the first time on this patient. He only kept the product in place for approximately 5 minutes of the surgery. It slipped out on one occasion and he repositioned it in place beneath the deltoid and the pec major. He found it to be obstructing his view, so he decided not to continue using it on this occasion and product remained out for the majority of the procedure. When [the territory manager] met the surgeon he mentioned that a coracoid process fracture had occurred to that patient. Type of intervention - removed alexis ortho and not used for remainder of surgery. Patient status - "the coracoid process fracture was discovered and treated post surgery."